Manufacturer narrative:
The device was returned for analysis. Visual and tactile examination revealed multiple kinks along the hypotube shaft. Microscopic analysis showed no damage or abnormalities in the shaft's polymer extrusion. A slight flaring was observed at the distal tip. Microscopic examination of both the distal and proximal marker bands revealed no signs of damage. No additional issues were identified during the returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injury reported, and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injury reported, and the patient was in good condition.